Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user received a message that the drawers were offline. A technical support specialist guided the customer through restarting the cabinet using the power switch and restarted the aio to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank cubie¿ replenishment station (tower) drawers were offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.